Manufacturer narrative:
6/26/97-supplemental report #2 submitted to FDA.

Event description:
The device was used during unspecified procedure. Reportedly, the instrument ejected the clips prematurely. The hosp has reported that no pt injury occurred.